Manufacturer narrative:
E: (B)(6). Phone not provided.

Event description:
Philips received a customer complaint regarding a v60 ventilator indicating an alarm for a disconnected pressure monitoring tube while the device was in use. As a result of the condition, the user was unable to continue using the device, and the event may have resulted in longer examination times for the patient. There was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. Initial remote service evaluation determined that onsite follow-up was required, with the recommendation to inspect the pipeline connection. During onsite evaluation the issue was replicated by observing that the v60 display indicated the proximal pressure connection tube was disconnected. Inspection of the ventilator tubing confirmed that the proximal pressure connection tube had become disconnected. No error code was identified. The issue was resolved by properly reconnecting the proximal pressure tube. Following this correction, the device returned to full functionality, met specifications for the performed service, passed the required performance verification testing per philips standards, and was returned to service. The repair was completed with reference to the v60 service manual. The investigation concluded that no device malfunction was identified and that no further action is required at this time. If additional information is received, the complaint file will be reopened. Based on the information provided and service performed, the reported issue was attributed to disconnection of the proximal pressure connection tube, likely due to improper setup or handling. As such, the available evidence is consistent with possible user error rather than a device-related failure. Root cause: possible user error resulting in disconnection of the proximal pressure connection tube.